Manufacturer narrative:
The reported event of diagnostic data being unavailable was confirmed. Based on the information provided, it was determined that the ra lp experienced a power-on reset, which resulted in the real-time clock value to become corrupted. When the devices were interrogated, the ¿invalid diagnostics¿ messages appeared due to the corrupted rtc value. The root cause of the power-on reset was unable to be determined.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was determined the ventricular and atrial leadless pacemaker (lp) were in rom mode. The lps were restored. At the next in clinic follow-up, all diagnostic data had been cleared. No changes or interventions were reported. The patient was in stable condition.